Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
It was reported that the patient's blood glucose meter readings were incorrect (up to a 100 mg/dl discrepancy) and that she was hospitalized due to hypoglycemia.